Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The pump has already been discarded and cannot be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via femoral arterial access (side not reported) in a 27-year-old male patient with a history of myocarditis and cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. Following impella cp placement, the patient¿s clinical condition continued to worsen, and veno-arterial extracorporeal membrane oxygenation (ECMO) was initiated on the same day, resulting in concurrent ECMO and impella support. On the following day, the patient was diagnosed with a cerebral hemorrhage. At the time of reporting, the patient remained on combined ECMO and impella support, and ongoing clinical management was continuing. Stroke is a known risk in patients requiring mechanical circulatory support. The patient remained on support at the time of the event listed.